Event description:
The customer reported the pump alarmed "communication error" twice during surgery and again after transfer to the ICU. The anesthesiologist was able to restart the infusions without any problems. When the pt was received in the ICU the pump alarmed and the words "communication error" were scrolling across the module however the user does not remember what type of message was displayed on the pcu screen. The pt was on four times the maximum dose of vasopressin and high doses of epinephrine. The customer reported at the time of the alarm the pts' blood pressure was stable and she noticed the infusions were dripping. The nurse then inadvertently turned the pump off and it was at that time the pts' blood pressure dropped to 70 systolic. Once the medications were resumed the pt's blood pressure stabilized. Although requested, no additional pt or event info provided.

Manufacturer narrative:
(B)(4). Although requested, the device have not been received. A f/u report will be submitted with failure investigation results should the device be returned for eval.